Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0dhdp, implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
Additional information received later indicated that patient wanted to clarify about turning the stimulation off because she was having a colonoscopy on (B)(6) 2015. The patient wanted to change programs and was on program 1; stating that programs 2, 3, and 4 did not work because it was uncomfortable in the vagina. The patient had to get to the bathroom right away and figured she wanted to try the additional programs. It was clarified that patient was not having issues with her therapy or device; but that was just considering changing her programs because of using the patient programmer and experiencing more leakage if she did not get to the bathroom right away. The patient indicated that when she changed the program she felt the stimulation on the right side of her vagina and then decided to go back to program 1 and increased from 4.3-4.9v and was activated now and had the check mark and lightning bolt and it was working. The patient stated she leaks a lot if she does not get to the bathroom right away. It was noted that the issue had been going on since the end of january. The patient stated she had 4 programs and only liked one program and so they reprogrammed it and put new programs in after implant and has not used the 3 programs yet.

Event description:
It was reported that the patient had a loss of therapeutic effect starting a couple of weeks ago. The patient was turning the program up to see if that would help but they thought it was making it worse. The patient was not sure if the stimulation was too high. The patient left a message with the triage nurse and was waiting for a call back. The patient was very uncomfortable inside with the new program, they were leaking, and it seemed like it was not working. The patient had a soaking pad and all of the sudden it was not working. The patient was on program 4 at 3.5v and lowered to 3.4v and it was less painful. The patient had mesh removed on 2013 (B)(6) and that was when they had the trial. The patient had more mesh removed on 2014 (B)(6) and that was when they did the permanent implant. This last (B)(6), the patient had more mesh removed. It was later reported that the patient received assistance from their health care provider (hcp) or manufacturer representative by phone and their concerns were resolved. The patient was having a problem using the best program for them and was leaking if they didn¿t get to the bathroom. It was also reported that the patient still had concerns regarding their device or therapy but was working with their hcp or manufacturer representative by phone. The patient was working with a nurse at their hcp¿s office. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was later reported that patient still had concerns with their device or therapy but have not sought further help. The patient mentioned still leaked and do not get to the bathroom right away and don¿t leak when they are sleeping.